Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high and low blood glucose and they were hospitalized due to diabetic ketoacidosis, high blood glucose on (B)(6) 2017 with blood glucose was 500-600 mg/dl. The current blood glucose is 556 mg/dl, 575 mg/dl and at the time of incident blood glucose was 47 mg/dl. The customer experience symptoms like headache, thirsty and ketones. The customer was not wearing insulin pump during hospitalization and less than 48 hours customer was off the insulin pump prior to hospitalization. Based on customer report customer does not allege pump was under delivering and over delivering. The customer treated low blood glucose with glucose tablets and customer was not hospitalized not admitted in emergency medical room due to low blood glucose. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.